Event description:
During a ptca/stenting treatment procedure, deflation difficulties were encountered. The physician pre-dilated the 85% critical stenosis in the mid-rca and placed another manufacturer's stent. He noted that the plaque shifted proximally. He deployed the express2 3.0 x 12 mm stent with minimal overlapping of the first stent. After deploying the express2 stent at 16 atms, the balloon would not deflate. The physician changed the inflation/deflation device, tried to manually deflate the balloon, overinflated and re-attempted deflation without success. The pt was taken to the operating room for emergency double bypass surgery with grafting to the lad and rca. During the surgery, the physician inserted a needle into the balloon for deflation and removal. The pt was hemodynamically stable post-operatively. No other info is available at this time.